Event description:
Reportedly, post MRI pdf report shows an atrial impedance > 3000 ohms on the pre-MRI value. This is not confirmed in the cso (pacemaker) files. The value remains in the following reports. We don't need the pre-irm value on all reports after a mr.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The high atrial impedance in red on the summary of the device information on the pdf report is linked a coding error in the software code that generates the pdf report. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.